Event description:
The user facility reported to terumo cardiovascular that during cardiovascular bypass surgery tubing that was attached to the outlet of the oxygenator was leaking. The product was not changed out, there was minimal blood loss and the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation is not complete. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).